Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.